Event description:
The technician alleged that the head of the bed drifts slowly down. No patient impact.

Manufacturer narrative:
The technician replaced the head up and down valves to resolve the issue.